Manufacturer narrative:
Upon receipt of the pacemaker was first subjected to an electrical input control. An initial interrogation was not possible and the capacity of the implant, treatment was not given. Therefore, the pacemaker was opened and the components of the electronic module were inspected. The battery was discharged. Furthermore, a damaged capacitor was identified that caused an increased power consumption, which subsequently led to the clinical observation. The component was removed from the electronic module and the power consumption was found to be as expected. Other causes for the increased current draw than the damaged capacitor were not found. Furthermore, the manufacturing process for this device was reviewed. The production documents showed no abnormalities that could be related to the complaint. All manufacturing steps were performed correctly; in particular the power consumption of the pacemaker was unremarkable. In summary, the clinical observation resulted from an increased power consumption, which was caused by a damaged capacitor of the electronic module. The review of the production history showed that the device functioned properly at the time of delivery.

Event description:
Ous MDR - after an implantation time of about 8 months, loss of capture was reported. The pacemaker can no longer be interrogated. It was reported that the patient had several syncopes. The pacemaker was explanted.